Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that a pt had developed a skin irritation of purulent drainage and blisters around the insertion site. Under the dressing, a white chalkiness was seen. The health care professional reported that the skin area had bled easily after the dressing was removed, and that the puncture site of the PICC line had enlarged with redness. The tegaderm chg dressing was in place over 24 hrs before the symptoms developed. Overall, the dressing had been in place for seven days. However, the symptoms did not occur with the first use of the tegaderm chg dressing. Due to the symptoms, the catheter was removed, and then the use of the tegaderm chg dressing was discontinued. Warm compresses were applied to the skin area. The outcome of the skin reaction improved and no further treatment was needed.